Event description:
It was reported that a smiths medical pump alarmed no disposable clamp tubing. Silenced reviewed settings and powered pump off. Clamped line, removed cassette, gently tapped cassette to disperse air bubbles in the line, replaced cassette and powered pump on- pump continued to alarm. Powered pump off and removed cassette. Gently tapped cassette to disperse air bubbles in the line, pressed green release, replaced cassette and powered pump on- pump continued to alarm. Patient not affected. Rate- 2.5ml/hr, given- 58.7ml, resvol- 33.3ml. No further information available.